Manufacturer narrative:
MFR has received the sample and is currently being evaluated. Results are expected soon.

Event description:
Positive blood return x 3 attempts, x 2 positive introducer placement unable to pass catheter. Third attempt, able to pass guide wire. Difficulty removing guidewire. Dr notified to remove guidewire. Dr removed wire. X-ray of rue & chest x-ray taken. Guidewire frayed and small wire under skin. Dr scheduled to remove foreign body under fluoroscopy and placed central line. Dr removed the foreign body with just a "nick" with the scalpel; it was just under the skin, not in a vessel. Both the introducer wire and the portion removed from the pt.